Event description:
Contact reported that 18-months post-op the fixation rod was found to be broken. A revision procedure was performed and the hardware removed. As surgical intervention occurred an MDR is being filed to document this event.